Event description:
It was reported that a black powder is coming out from the tip of the reamers in the kit. No pt involvement or adverse consequences have been reported.

Manufacturer narrative:
The device and additional information have been requested and if provided, the evaluation results will be submitted in a supplemental report. This is the same event as MFR # 9610622-2011-00417, 00418, 00420, 00421, 00422.